Event description:
It was reported that when shunt was tested by the doctor, the liquid didn't come out so it needed to be replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer.